Event description:
It was reported that the pt had altercation with his wife 2-3 months ago. The pt a pulling/tightness on his lower back on the right side of his spine, and felt like the wires had moved. The sensation was felt whether the stimulation on was on or off.